Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5. Date: (B)(6) 2011, inratio: 1.0, lab: 1.9. Pt's therapeutic range: 2.5-3.5 inr (due to heart valve). On (B)(6) 2011. Pt's doctor increased his dose due to inratio result, however no confirmatory lab was done.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 1.0, reference: 1.9, mean: 1.45, confidence limits: 1.1 - 1.9. A 1.5 inr result was excluded from comparison test since it was obtained a week prior to other inratio result. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot number was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.